Event description:
As reported by the patient's attorney, a protegen sling was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Implant date was reported as on an unknown date in 1998.